Event description:
It was reported that during the implant procedure, there was a problem getting the guidewire thru the left ventricular (lv) lead. It sometimes got stuck a couple of centimeters from the tip. Trying to backload the guidewire or putting in a stylet did not resolve the problem. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the test stylet and guidewire both passed through the length of the lead with no resistance. If information is provided in the future, a supplemental report will be issued.